Manufacturer narrative:
Event date: exact date unknown, event occurred 2 years ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was experiencing jolting and excruciating pain in the neck, back and hips. It was also noted that patient was not getting coverage. The patient underwent a lead explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 18766443. Sc-8216-70, (sn: (B)(6)). The returned lead was analyzed and the reported event was confirmed. Based on a review of all available information, the cause of the reported event could not be determined. The lead was cleanly cut into five pieces during the explant procedure. Aside from the clean cut damage, visual and x-ray inspections confirmed no other anomalies on the lead. Sc-2218-70, (sn: (B)(6)). The returned lead was analyzed and the reported event was confirmed. The lead was cleanly cut during the explant procedure and the proximal end was not returned. Aside from the clean cut damage, visual and x-ray inspections confirmed no other anomalies on the lead.

Event description:
It was reported that the patient was experiencing jolting and excruciating pain in the neck, back, si joints and hips. It was also noted that patient was not getting coverage. The patient underwent a lead explant procedure. Additional information was received that the other lead was also explanted and was returned.